Event description:
Pt was tested in 12/96, results are in section b6. Based on the 13ng/ml result (not device's test result), pt had a scan that was negative. She then went to surgery and nothing was found. In 1/97, the pt was drawn again and tested on the cea test. The results were such that the same sample was run on another device. The results were more in line with testing results from 12/96. Per customer, no treatment or therapy has been performed on pt on the basis of these results.